Event description:
It was reported when a health care provider changed the concentration of one of the drugs in a pump, ¿it will only let us do that, even if you try to do the next one, the next med. You go and update it and the first med¿s only changed and the second medicine¿s not. It only lets you do one change per each time you interrogate, "I changed the first one to say whatever it was 20mg/ml. It did not change the second one. That¿s what we changed first, the concentration. It just didn¿t take the other one¿. The hcp reportedly did not intervene with the changes it made and was going to fix it when the patient came in again, ¿because she¿s getting the right amount. Just wasn¿t showing up that it was¿. The medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) misunderstood how the pump worked, that it ¿only has one channel unlike IV (intravenous) pumps that can have multiple channels.¿ it was noted that there was no issue with the pump- it was a misunderstanding with how the pump worked. The hcp could not remember the name of the patient involved, nor what medications were involved, it was noted that without recalling the name of the patient, the hcp could not provide further information regarding the event.

Manufacturer narrative:
(B)(4).